Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
Universal modular electric/battery single trigger handpiece, serial number (B)(4), was returned for complaint investigation. Upon receipt, it was confirmed that the trigger system was sticky. Repair: the trigger system was replaced. The reported event, sticky trigger, was confirmed. However, the handpiece doesn't start itself.

Event description:
It is reported that the universal modular electric/battery single trigger handpiece serial (B)(4) continues to run after realising the trigger. There was no pt harm and no surgery delay reported.